Event description:
Customer reported visiting the emergency room (ER) and being subsequently hospitalized due to blood glucose levels in the 300s mg/dl. The cause was unknown. Customer took actions by calling emergency services and visiting the ER. Technical support completed a pump system check and confirmed no pump issues or alerts prior to the ER visit. Customer received treatment from healthcare professionals, resolving the issue without any permanent damage. Customer was released from the hospital on (B)(6) 2025.